Manufacturer narrative:
Zoll did not receive the catheter in the complaint for investigation. However, the customer returned the start-up kit (suk) (lot #194364) to zoll for evaluation, and the reported complaint was confirmed during the functional testing of the returned suk. During the peristaltic pump test, a leak was observed at the tubing to the suk's out luer connection. The probable root cause of the issue could be a latent defect in the bond.

Event description:
The icy catheter (lot #unknown) was used in an ivtm therapy. At some point during the treatment, the nurse noticed volume depletion on the saline bag without the thermogard system generating an "air trap" alarm. When zoll tech line called the customer, the nurse reported that the catheter had been removed due to a suspected leak. The customer did not report at what stage of therapy the issue was noted; however, the patient was warmed by the time the catheter was removed, and the treatment was completed. The patient no longer needed the ivtm therapy. There wasn't any blood noticed in the tubing prior to removal. The reporting registered nurse stated that the union of the catheter and start-up kit (suk) orange luers appeared to have been loose. However, they did not observe any saline leakage from the union of the catheter and suk orange luers. No issue was reported on the suk. The nurse reported no suspected patient harm.